Event description:
A rep from a day surgery center reported that during cataract surgery, a system message was displayed indicating bottle fitting and pressure issues, when going from sculpt to quad mode. They rebooted the system several times in order to get it to operate. They completed the surgery and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, system message "irrigation pressure is low - please check bottle and fittings" was verified in the systems event log. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).